Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was indicated that the pump was used to infuse dilaudid [40 mg/ml] at 10. 442 mg/day and "none" [0.1 mg/ml] at 0.02611 mg/day. It was reported that on (B)(6) 2017, the pump reset due to early battery depletion. The pump was replaced on (B)(6) 2017 due to a depleted battery /early battery depletion. The patient experienced a sudden loss of therapy. The device was used in the patient and was intended for treatment. It was stated that no patient injury occurred and the patient recovered without sequela after the device was removed. It was noted that the elective replacement indicator (eri) was 11 months, then the pump reset, and was in safe rate; it was stated that per technical support, it was early battery depletion. No rotor study was performed. A dye study was performed and the results were reported as satisfactory. No further complications were reported as a result of the event.

Manufacturer narrative:
Corrected information: date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code: no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the low battery reset and safe rate was unknown. The pump was replaced and the pump reset and safe rate were resolved. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
All information that was contained/reported in manufacture regulatory report # 3007566237-2017-01029 will now be continued reporting on in this regulatory report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 reported the patient's name and that the pump was being replaced tonight ((B)(6) 2017). Rep later reported healthcare professional's assistant reported the event to the rep. It was noted they called upon notification for troubleshooting and to report the event. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 40mg/ml at 14.647mg/day via an implantable pump. The indications for use were non-malignant pain and spinal cord injury/spinal cord disease. The healthcare provider reported that an alarm was heard and confirmed by telemetry. Per the healthcare provider the low battery reset occurred, reset occurred, safe state occurred and reset-low battery occurred on (B)(6) 2017. The healthcare provider had checked the pump logs and troubleshooting was reviewed. Per the reporter the managing physician was not currently available so they would have to send the patient to a different clinic. There were no reported patient symptoms. No further patient complications have been reported as a result of this event.